Event description:
While doing a rotator cuff repair, it was noted at that time the scorpion surefire needle was missing. Area was examined, flushed extensively but needle tip was not found. Md felt more extensive probing into the patient's surgical areas may cause more damage than the possibility of a retained piece. Md also felt tip may have been sucked up by the neptune suction machine. Post-op x-ray did reveal a 2mm metalic object at the greater tuberosity of the shoulder consistent with the suspected retained object.